Event description:
It was reported that during an aorta stenting treatment procedure, a partial deployment occurred. Vascular access was obtained via the femoral artery. The 70% stenosed 18mm in diameter and 20mm in length denovo eccentric lesion was located in the mildly tortuous and moderately calcified infrarenal area of the aorta. Pre dilation was performed with a 12/40mm balloon catheter. A 16 x 40mm x 100cm wallstent stent delivery system (sds) was implanted. Post dilation with a 16/40mm xxl balloon catheter was performed. "Wallstent did not open completely. Only 12mm." The procedure was considered completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).